Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records could not be reviewed as the user did not report lot number for the device. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient¿s blood glucose (bg) reached 525 mg/dl while wearing the pod between 24 and 36 hours. Patient had reported begin experiencing severe stomach pain, and vomiting on (B)(6) 2017 and was self treated with "7 up" and "ginger ale". On the following day, patient was seen by a health care professional at the (B)(6) and was treated with i.v. Fluids and continuous insulin.